Manufacturer narrative:
A review of the device history records (dhrs) was conducted for the involved components. For the fem. Modular head - l ø28mm (product code: 5010.42.283, lot: 1481195, ster. N. 1400181), no pre-existing anomalies or non-conformities were identified among the (B)(4) devices manufactured within the same lot. For the mobile liner øint 28 mm ø40 mm (product code: 5566.50.401, lot: 14l0258, ster. N. 1400236), no pre-existing anomalies or non-conformities were identified among the 39 devices manufactured within the same lot. A final MDR will be submitted upon completion of the investigation.

Event description:
A revision hip surgery was performed on (B)(6) 2026 due to wear-through of the dual mobility polyethylene liner. According to the complaint source, the following components were explanted during the revision procedure: fem. Modular head - l ø28mm (product code: 5010.42.283, lot: 1481195, ster. N. 1400181). Mobile liner øint 28 mm ø40 mm (product code: 5566.50.401, lot: 14l0258, ster. N. 1400236). The previous surgery had been performed on (B)(6) 2014. Patient is male, 77 years old. Event happened in australia.